Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving clonidine (250 mcg/ml at 62.5 mcg/day), hydromorphone (5 mg/ml at 1.25 mg/day), and bupivacaine (40 mg/ml at 10 mg/day) via implantable infusion pump. It was reported that the hcp was having difficulty refilling the patient's pump. The hcp refilled the pump 2 weeks ago and could only get 10 ml into the pump and it "locked up". The patient came back on (B)(6) 2021 for another refill and the hcp was expecting to aspirate 1.4 ml but were initially only able to get a "little something" out and noted "a little blood". It was later noted that they were able to aspirate 1.4 ml from the reservoir. The hcp was however unable to get anything into the pump. The hcp was confident the needle was in the pump but stated it felt "literally like a rock". The hcp attempted to push preservative free normal saline (pfns) with a smaller (5 cc) syringe and was unsuccessful. Options were reviewed and the hcp was advised to get images of the pump to try and determine if there were any visible damage. The hcp was also advised to replace the pump if they were not able to aspirate or inject anything into the pump and in the meantime to plan to manage the patient with medication outside of the pump until it can be replaced if the reservoir was empty. The issue was not resolved through troubleshooting. Of note, the hcp stated that the patient otherwise was getting good therapy from the pump for what it did deliver. No symptoms/patient complications were reported.

Manufacturer narrative:
H3; analysis had difficulty accessing the drug reservoir prior to decontamination. Destructive analysis identified residue in the drug flow path. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that it was confirmed that the pump was completely empty prior to trying to inject the 20 cc of medication. The pump was replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving bupivacaine (unknown dose and concentration) and dilaudid (hydromorphone) ( unknown dose and concentration via an implantable pump for no known indication for use. It was reported during a medication refill, the physician attempted to refill the pump with 20cc of medications. The pump did not taken more than 10cc of medication/pump only took 10cc of medication. The physician tried to add the additional 10ccs of medication but the pump would not take it. No actions/interventions were taken at this point. No surgical intervention was planned or had occurred. The patient was scheduled for a refill on (B)(6) 2021. The issue was note resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight and medical history were asked, but unknown. The event date was (B)(6) 2021. No further complications were reported/anticipated.